Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported patient injury. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the output was found to be low to manufacturing specificatons. The investigation was concluded that the cause of the output deviation was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in the manufacturing processes have greatly reduced these issues. Changes were implemented into the manufacturing, refurbishing and service processes in june 1997. Subsequent testing of the unit once the rotary valve and valve plate was replaced found the unit to be leaking. The vcm restrictor was replaced. Resolving the leak. According to datex-ohmeda records, this unit was last serviced in january 1997. Datex-ohmeda recommends the tec 6 vaporizer be serviced every 2 years, as stated in the tec 6 operation and maintenance manual.